Manufacturer narrative:
Based on a review of the info, the incident is not a reportable event per 21 cfr, section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Based on a review of the info, the device was removed according to the applied medical technologies (amt) directions for use and there was no reported pt harm. Endoscopic removal and sedation is often used when removing/replacing non-balloon devices, and can be performed at the physician's discretion. Amt directions for use include a recommended removal procedure with add'l methods for removal that are commonly used. The recommended method includes using a supplied removal tool to remove the device. In some cases the doctor may choose to use one of the add'l methods for removal. Dfu excerpts of add'l methods are listed below: if resistance is not observed when ratcheting down the snap arm, remove the snap arm and t-handle and remove the device via traction. Add'l methods for removal: the minione non balloon button can also be traction removed without elongating the device. Grasp the tabs, apply constant traction and carefully remove the device. If traction provides too much stress to the pt, the catheter can be cut at skin level and the internal bolster removed endoscopically. In addition, a DHR review showed no anomalies. Nor was the amt device returned to amt for analysis. It should also be noted that the amt replacement device is a disposable device, requiring periodic replacement. Amt will provide add'l info to the FDA when/if the device is able to be retrieved and analysis of the device changes the conclusion of this report.

Event description:
.